Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) initially detected an episode of ventricular tachycardia (vt), and provided appropriate treatment. However, following the treatment, the episode continued, though the rate fell below the detection zone, which stopped the device from recording additional information related to the arrhythmia. The ICD remains in use. No patient complications have been reported as a result of this event.